Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones for eight months. Boston scientific technical services (ts) described the frequency and reasons for device to beep. In addition, physician told patient that there was something wrong with the leads. Ts advised patient to go to emergency room (ER) when symptoms felt and referred patient to physician for evaluation of device. Review of device data found that this non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 2,000 ohms. At this time, this implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones for eight months. Boston scientific technical services (ts) described the frequency and reasons for device to beep. In addition, physician told patient that there was something wrong with the leads. Ts advised patient to go to emergency room (ER) when symptoms felt and referred patient to physician for evaluation of device. Review of device data found that this non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 2,000 ohms. At this time, this implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.